Manufacturer narrative:
During investigation, reported fault could not be replicated. Device was able to reach and hold the setpoint as expected. An external pressure sensor confirmed the device pressure was as expected. No fault was found. Unit passed all verification tests. Replacement issued per customer request.

Event description:
User reported inaccurate pressure measurement from pressure sensor. There was no patient harm; however, this type of event is considered reportable.